Manufacturer narrative:
Three (3) of the four (4) hybridknife® flex t-types (knives) were sent to erbe for examination. The inspection of the returned knives reveled that the electrode was no longer attached to their body. Two (2) of the three (3) knives did not include the electrode, therefore, the opposite edge of the break location could not be assessed. Visually, the weld seam adjoining the electrode to their body was no longer completely intact on the knives. No anomalies were found in the review of the device history record (DHR) for the lot of the hybridknife® flex t-type (knife). Based on the reported incidents, there are most likely many factors involved with the reported events (i.e., equipment settings, activation times, endoscopic technique, characteristics of the lesion, etc.). Therefore, no conclusive determination could be made as to the cause(s) of the events.

Event description:
It was reported that four (4) patient incidents occurred with 4 hybridknife® flex t-types (knives) during respectively an endoscopic submucosal dissection (esd). No information was provided regarding any other equipment, accessories, or settings employed during each incident. Per the report, the electrode on each knife "fell off" during the procedure. There were no reports of any patient injuries.